Event description:
Anaphylactic shock syndrome [anaphylactic shock]. Allergic reaction [hypersensitivity]. Throat was closing up [throat tightness]. Blocked her airways [obstructive airways disorder]. Tongue was so swollen [swollen tongue]. Face, (neck and tongue) were so swollen [swelling face]. Neck (and tongue) were so swollen [local swelling]. Bacterial infection (she has multiple cultures growing in her, she has strep a) [bacterial infection]. Lost the power of her body [asthenia]. Device difficult to remove (couldn't get her teeth out) - teeth and gums were stuck together [complication of device removal]. Case description: a female consumer reported that her mother, a female consumer of unknown age used fixodent adhesive cream, version unknown, number and frequency of applications unknown, on (B) (6) 2010 on her dentures for the first time; shortly after applying the product she experienced anaphylactic shock and was admitted to the (B) (6) hospital. Additionally, she experienced swelling of the tongue, face and neck which blocked her airways. A tracheostomy was almost required to save her, but tubes were inserted up her nose and into her lungs to aid her breathing instead. Unspecified tests were performed at the hospital and it was confirmed that the consumer's symptoms were the result of an allergic reaction to the product. The consumer remained in intensive care. Medical history: denture wearer. Concomitant medication: no information was provided. The outcome of the case was: not recovered/not resolved. No further information was provided. On (B) (6) 2010 a follow-up call occurred with the initial reporter. She reported that her mother was (B) (6) and had a history of dementia. Additionally she experienced her throat closing up; her dentures were difficult to remove as her dentures and gums were stuck together (device difficult to remove). She remained in hospital, but the swelling had decreased and she was able to breathe on her own. Medical history: dementia and denture wearer. Concomitant medication: no information was provided. The outcome of the case was: improved. No further info was provided. On (B) (6) 2010 a follow-up call with the initial reporter occurred. The consumer's symptoms developed one hour after using the product. On (B) (6) 2010 she returned home from the hospital, but she "lost the power of her body" and she was rushed back in by ambulance. It was reported that she was on 8 steroids and antihistamines. It was reported that consumer had "multiple cultures growing in her, she has strep a". A brain scan was performed; results were negative. Medical history: dementia and denture wearer. Concomitant medication: no information was provided. The outcome of the case was: asthenia - unknown; bacterial infection - not recovered/not resolved; all other symptoms - improved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.